Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, it was stated that the device was repaired and back in service. In a gfe response from the customer received on (B)(6) 2024, it was confirmed that the device was repaired using a replacement user interface printed circuit board assembly. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device turns itself on randomly when plugged into alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that the issue was possibly being caused by the user interface (ui) printed circuit board assembly (pcba) and provided part information for the ui pcba. This investigation is ongoing.